Manufacturer narrative:
Medwatch report number: mw5145942.

Event description:
It was reported a patient's right ventricular (rv) lead presented with an unspecified product performance issue. The lead was explanted in a procedure on an unknown date. No adverse patient effects were reported.